Manufacturer narrative:
Additional narrative: patient information is unknown. Device has not been reported as explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Surgeon tried to insert the end cap. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a multiloc humeral nail was applied for surgical neck of humerus fracture surgery. During a process of inserting the reported endcap, the surgeon experienced difficulty. Although he visually confirmed the nail, he could not insert the endcap and he heard a sound like grinding metals. Then he tried the following three additional means but without success: aligning for fitting the endcap with the nail by viewing image, removing soft tissue of the nail and its fringe, and resecting a bone which around the wound by a bone rongeur forceps luer. Eventually he decided not to insert the endcap and completed the surgery. The surgery was extended for fifteen (15) minutes. No patient harm was reported. This report is for an unknown nail. This is report 2 of 2 for (B)(4).